Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a standard bilateral balloon kyphoplasty was performed. While injecting bone cement, the cement extravasated posteriorly into the spinal canal. Three days post-operatively, it was reported that the patient was brought back into the operating room to have the cement removed. According to the report, the patient was experiencing "radiating hip pain" and the physician performed a laminectomy and cement removal. It was stated by the physician that this event was possibly due to "operator error" during the original procedure as it was possible that the needle was inserted too medially when injecting the cement into the patient. No further complications were reported.